Event description:
It was reported that prior to an unknown procedure, there was a hole on the sealed package. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Added additional information: during visual analysis of the package, it was confirmed that there is a hole in the tyvek that occurred over the package form. The hole was aligned with the fin of the device knob. The package was tested per tm4017 (methylene blue dye test) to confirm presence of the hole. The characteristics of the hole suggest that the package was scraped against or impacted a hard surface and the rotating knob pushed against the tyvek as the damage appears to be from the inside-out. The device was correctly snapped into the rigid blister. Reference attached photos.